Manufacturer narrative:
Product was received for evaluation and the customer reported issue was confirmed. The device was received in its original packagaing and was not opened. Inside the packaging, a dark color strand hair was identified. The device is being further investigated to determine the root cause of the failure and a preventive action was initiated for awarness. Complaints are trended and reviewed by management when received. As part of this review, any excursions are assessed, documented and acted upon as warranted.

Event description:
Customer reported a hair inside of the unopened "steile" packaging.. No serious injuries were reported.